Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During device prep, the leaflets were moving normally when tested. After the valve was implanted, the physician found that the valve would not open and close normally during esophageal ultrasound. The patient was placed back on bypass, the device was explanted, and replaced with a 19mm mechanical valve which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is in good condition and in the postoperative recovery period.

Manufacturer narrative:
An event abnormal opening and closing of the valve leaflets after implantation was reported. It was indicated that the leaflets moved normally when tested during device preparation. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. During device prep, the leaflets were moving normally when tested. After the valve was implanted, the physician found that the valve would not open and close normally during esophageal ultrasound. The patient was placed back on bypass, the device was explanted, and replaced with a 19mm mechanical valve which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is in good condition and in the postoperative recovery period.